Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of constricted airway, itching and swollen mouth. The patient reported visiting the ER to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently getting better. The treating doctor considered the event was serious and life threatening to the patient.